Manufacturer narrative:
(B)(4).

Event description:
It was reported that"4 jan 2024, the doctor found the ars leaking during use on the patient. " the patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2024, the doctor found the ars leaking during use on the patient. " the patient was reported as fine post the procedure.